Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was concurrent flow during use of a clearlink continu-flo solution set. The device was being used with a baxter secondary set and a sigma spectrum pump. This occurred during infusion of ceftriaxone. The reporter further stated that at the end of the expected therapy time, there was still approximately 40cc of fluid in the mini bag. The line was flushed twice to complete the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage testing, functional testing, and back flow testing were performed and all passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.